Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The doctor of the hospital reported via phone call indicating that patient insulin pump alarm displayable history crc check failed on startup. Customer's blood glucose at time of incident was unknown. Customer pump is not in the spanish language. Customer stated the alarm occurred during normal used. Customer was advised that error table indicates to replace pump. Customer was advised the pump will need to be replaced. The customer was explained the other alarms, unexpected restart, external ram crc error and battery out limit but didn't troubleshoot due to displayable history crc check failed on startup. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was admitted to the hospital. The doctor will ask the customer to call us back to document the hospitalization.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a47 alarm noted in alarm history screen due to corrupted history file. No a17 or a21 alarms noted. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.